Manufacturer narrative:
The complaint was not confirmed. (1) unpackaged ar-6480 dualwave arthroscopy fluid management system was returned for investigation. The returned device was visually inspected, and it was noted that there were regular signs of wear and tear. The warranty seal was not damaged. The returned device was assembled with a new ar-6410 arthroscopy pump tubing and was tested and evaluated under normal use conditions to see if the issue(s) reported could be reproduced. The pump was powered on, and no error messages or audible alarms were triggered; the pump run for 43 min and not issue was found. An additional test with the trident (test equipment) found that every time the pressure was incremented with the tubes clamped, the pump raised to the set pressure, and the inflow roller stopped. This behavior is expected.

Event description:
On 7/31/2023, it was reported by a sales representative via sems that (qty. 2) of an ar-6480 dw arthroscopy pump stopped working mid-case and was turned back on. This was discovered during an unspecified procedure, with no patient harm.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.